Event description:
The patient underwent an uncomplicated esophagectomy. The anastomosis was performed using a stapled posterior wall and a hand-sewn closure of the anterior common enterotomy, secured with a running 3-0 stratafix suture. Three weeks post-surgery, the patient presented with an asymptomatic leak, observed on follow up esophagram on (B)(6) 2025. The patient came back on (B)(6) 2025 for endoscopy and esophageal stenting which revealed loose stratafix sutures, likely contributing to the anastomotic leak.